Event description:
It was reported while using bd alaris smartsite needle-free valve leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the "tpn fluids leaked through the smart site valves". Verbatim: "pt advised item was used and tpn fluids leaked through the smart site valves. Patient discarded the items that were ordered (B)(6) 2021" it was noticed during use. Actual sample was not available for evaluation. Date of occurrence was (B)(6) 2022.

Manufacturer narrative:
Medical device lot #: 21085300 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd alaris smartsite needle-free valve leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the "tpn fluids leaked through the smart site valves". Verbatim: "pt advised item was used and tpn fluids leaked through the smart site valves. Patient discarded the items that were ordered 18/10/2021" it was noticed during use. Actual sample was not available for evaluation. Date of occurrence was 02-aug-2022.